Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for compromised force sensor system alarm. It was reported that the pump would be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, minor scratches on the display window, cracked battery tube threads and a broken off reservoir tube lip. The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the idle current, run current, displacement and rewind tests. Unable to perform the self test, off no power, unexpected restart, occlusion, prime and excessive no delivery alarm tests due to the compromised force sensor alarm.